Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the open position, and the firing mechanism in the return stroke with the knife fully back. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, two distorted staples were found lodged on the knife path, resulting difficulty in returning the knife to the home position and firing mechanisms jamming. Once the distorted staples were removed, the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, there was a difficulty in returning the knife to the home position at the 4th stroke after the device was used on the lung parenchyma. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - the information was not provided from the hospital. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? -3rd firing. What other color cartridges were used before and after this event? - the information was not provided from the hospital. Was buttressing material utilized? If so, which product? -no. Was the instrument fired across or near an existing staple line or clip? -no. Were any unexpected noises heard? If so, when? -no. Were any of the forces higher or lower than expected (closing, firing, or opening)? -the doctor commented that it had a difficulty in firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes, but the doctor felt a difficulty when they returned to their original position. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no.